Event description:
Caller reported a cartridge alarm and there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process and had not been previously reported with this pump. The customer initially resolved the issue by reloading the cartridge, but when the problem returned, they changed the cartridge.